Event description:
It was reported that the balloon deflated in such a way that it caused a ridge to develop. The ridge caused the catheter to get stuck in the patient's urethra. Urology had to assist with removing the catheter. Upon removal it was found that the patient had a urethral stricture which caused the catheter to get stuck in the patient's urethra. Additional information has been requested, but not yet received.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.